Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed the speaker was out of sound. The fse replaced the speaker assembly to resolve the issue. The device was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(4). E1: reporter phone number (B)(6).

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. It is unknown whether sound was still coming from the device. The device was in use at time of event, there was no adverse event reported.